Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Intermittent noise on rv lead meeting vf detection criteria but no inappropriate therapy has been delivered. Rv thresholds, sensing, and impedances all stable and within normal limits since implant. Noise reproduceable at follow-up with palpation near the pocket. Physician has decided to extend detection counters to (B)(6) in vf zone and continue to monitor the lead.